Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer said cannula was bent. Symptom was not mentioned. Customer declined troubleshoot for high blood glucose reading. Product will not be returning for analysis.